Event description:
Screwdriver was returned with the tip broken off and missing. Contacted sales rep who reported that the tip had broken off in a case. The broken tip was able to be pulled out of the implant and another driver was used to complete the case. There was no adverse event as a result of this situation.

Manufacturer narrative:
A manufacturing error resulted in the tip component being heat treated to the wrong specification. As a result, the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse patient outcome. However, this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. As a result, depuy spine has notified our local office and is taking remedial action to remove this lot of product from the field.